Event description:
It was reported that the patient presented to the hospital for a pacemaker (pm) generator exchange. Upon interrogation, high capture threshold, low r-wave sensing and low in-range pacing impedance were noted on the right ventricle (rv) lead. On (B)(6) 2025, the rv lead was capped and replaced with a new lead. The patient was in stable condition before, during and after the event and was discharged after the procedure.